Event description:
It was reported during a procedure, the puller wire of the catheter in use broke. The catheter became un-deflectable. The case was continued with another catheter, no patient consequence was reported. This reported complaint was not indicative of a reportable complaint. During visual inspection of the returned complaint catheter on (B)(6) 2012, the shaft was noted to be bent (at 38.7 cm from the sleeve). Also noted during visual inspection one of the tip dome holes have white foreign material inside it. This condition was not reported by the customer. The presence of foreign material inside the tip dome condition is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report. The white foreign material had been sent for material identification, pending result at the moment.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during a procedure, the puller wire of the catheter in use broke. The catheter became un-deflectable. The case was continued with another catheter, no patient consequence was reported. This reported complaint was not indicative of a reportable complaint. During visual inspection of the returned complaint catheter on may 5, 2012, the shaft was noted to be bent (at 38.7 cm from the sleeve). Also noted during visual inspection one of the tip dome holes have white foreign material inside it. The returned catheter was tested according to the reported complaint description. The catheter was evaluated for deflection characteristic which was found out of specification. Further examination revealed that the puller wire was broken close to the anchor pin causing the improper contraction of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The foreign particle condition was not reported by the customer. The white foreign material had been sent for material identification. The foreign particle was analyzed using fourier transform infra red (ft-ir) analysis. The results showed that the signal to noise ratio was too small due the foreign particle size; the ir spectrum obtained did not show a clear signal to conclude the type of this material. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The complaint condition was confirmed. However, regarding the foreign particle found during analysis it could not be determine the origin and composition of the foreign particle found during analysis.